Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, missing end cap sticker cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 23 mmol/l. The customer disconnected from the insulin pump all night. The customer's backup insulin was expired. The customer was advised that the device would be replaced and agreed to return the product for analysis.